Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy procedure on (B)(6) 2012. The device worked well for a few minutes. The surgeon was able to use a tenaculum to grasp the uterus and pull it through. The uterus was very big and after a while, the device stopped working. The blade would not expose and there was no power in the device. Another like device was used to complete the procedure with no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate during the evaluation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.